Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available as yet.

Event description:
A pericardial effusion (pe), leading to a tamponade were noted, along with an aortic dissection, procedure cancelled. During a concomitant pulse field ablation (pfa) with watchman procedure, a versacross connect access solution kit for faradrive was selected for use. After performing transseptal puncture, a drop in blood pressure was seen, and pe/tamponade were noted. A pericardial tap was performed to remove 50 cc from the patient. The blood pressure still continued to drop, but the effusion was not growing. A transthoracic echocardiogram (tte) was then performed, and they noticed that something was compressing the left atrium (la). A tee was then initiated, and a descending aortic dissection was seen. The procedure was cancelled, CT and vascular surgery were called, and the patient went to surgery for 2 vascular stents. The patient was doing well and expected to fully recover. Product return is not expected.